Event description:
A peritoneal dialysis (pd) patient contact reported to the fresenius technical service department (ts) on (B)(6) 2026 that the patient (pt) had experienced a major power outage and then received an alarm (unknown) on the cyc. Per the contact they had taken the cycler to the clinic after not being able to clear message on every power up and were told to leave cycler at clinic. The ts representative contacted the clinic and spoke with the peritoneal dialysis registered nurse (pdrn), and they stated that a fluid leak occurred that prevented the cycler from turning on. The fluid leak was discovered after power outage per pdrn. Fluid was discovered in the pump module area, and the fluid leaked from a broken cassette per pdrn; the supplies had already been discarded prior to call. The ts advised discontinuing use of the cycler and replaced the cycler due to can't turn on cyc. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.